Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. The insulin pump was received with a missing end cap sticker.

Event description:
It was reported that the insulin pump squirted out the insulin during prime. It was stated the device would not stop priming, and the motor did not slow down. No further information was provided.